Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to have no physical damage. The device's event history log was reviewed for evidence on the reported problem and found a record of the occlusion alarm and automatic release repeated during pump operation. Functional testing was conducted and was unable to duplicate the reported problem. The pump's downstream sensor was within manufacturing specifications. As a preventative measure the downstream sensor was recalibrated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an occlusion alarm during bolus injection. During bolus injections, the device was occluded and released. The disposable was attached to a different device and worked without problem. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5 unknown.